Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a lap gastric bypass procedure, the needle of the loading unit kept falling out of the jaws of the suturing device. The UDI of the device is not available. The patient was male but further patient details are not available. The last reported status of the patient reports they are fine. No device component fell within or was left within the patient. There was no unanticipated tissue loss or tissue damage as a result of this problem. There was no blood loss of 500 cc or more due to the product problem. Surgical time extended was not extended by more than 30 minutes due to the product problem.